Event description:
During a preventive maintenance, the customer told the co rep that they had an incident earlier where they were unable to trigger on ECG and had to switch to pressure trigger. No pt injury was reported.